Event description:
On (B)(6) 2013, it was reported that the patient thinks the bolus advice given by his blood glucose monitor is inaccurate. With a blood glucose level of 180 mg/dl, the patient thinks the device should have suggested a bolus amount of 4 units of insulin, but the device suggested zero units of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
No product is expected to be returned related to this case. The customer's allegation of the calculation of the insulin correction is wrong could not be tested for as no product is expected to be returned related to this case. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.